Manufacturer narrative:
(Conclusions): most likely the burn is a result of unwanted rf interference. Such interference is hard to predict, because with rf interference many factors play a role which include but not limited to: the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, and etc. The same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations at the same site. Also, the high sar values may have contributed to the unwanted rf interference. Note the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.